Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off and on multiple times. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.

Manufacturer narrative:
After extensive testing, physio-control was unable to duplicate the reported issue.  No power related discrepancies were observed.  A review of the electronic records from the event showed that the device did power off and on multiple times; however, the cause of which could not be determined. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.